Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 421mg/dl. Customer states that blood glucose was 99mg/dl which on treating with the juice goes to 82mg/dl and the current blood glucose was 217mg/dl . Customer declined to troubleshoot for high blood glucose. Insulin pump will not be return for analysis.